Event description:
Customer had a power spike and the 2800 will not boot properly. Sys is getting a generator error. No pts were involved.

Manufacturer narrative:
The svc rep found the low voltage power supply, kv control board, and the aec board to be bad. Replaced all three boards and the sys operates as intended. This correction is being submitted to change the year on the MDR submission number. The original year was submitted as 2007. All other info is to remain the same.